Event description:
The customer reported that the equipment was not switching on. It gets stuck in scandisk mode. There is possible equipment misuse. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge svc rep replaced the hard drive, installed software, and calibrated the equipment. The system operates as intended.